Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the au5400 clinical chemistry analyzer. Fse noted a strong smell of burnt electronics coming from the instrument. No smoke or fire was noted. Fse removed the instrument covers and found the driver printed circuit board (pcb) on the ise sample transfer assembly and the surround components blackened and charred. Fse replaced the ise sample transfer assembly and verified all alignments. Fse noted evidence of corrosion just above the charred driver board inside the instrument. The corrosion was connected with operator spills. The fse determined that operator spills likely dripped onto the board causing it to short out. Following service, the analyzer was performing per manufacturers specifications. No further issues reported. The manufacturer reference number for this event is (B)(4).

Event description:
Customer reported getting multiple ion selective electrode (ise) errors along with optical communication errors on the au5400 clinical chemistry analyzer. The system could not be run. Customer reported a burning smell. There was no flame or smoke noted. There were no erroneous results associated with this event and no potential for erroneous results. There was no impact to patient or operator associated with this event.